Manufacturer narrative:
Findings: a test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unit received with minor scratched display window, cracked case at display window corner, broken battery tube threads, cracked belt clip slot, cracked case at reservoir tube window corner and missing reservoir tube o-ring.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The patient's blood glucose level was 400 mg/dl at the time of the call. The customer states that pieces are coming off the insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.